Event description:
It was reported by the patient that Infusion set tape not sticking on (b)(6)2026.

Manufacturer narrative:
E1: Patient City: (b)(6)Patient Country: Poland Establishment Name: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaPost office or Zip Code: 91325¿1219Based on the available information, this event is deemed to be Reportable MalfunctionTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545